Manufacturer narrative:
(B)(4). Product not yet returned for evaluation.

Event description:
Customer complains of erratic results. Customer states he feels well and does not require medical attention. The customer's expected blood results are 110-150mg/dl fasting. Verified the strips expire 05/31/2017. Customer confirms the strips are stored properly and were first opened (B)(6) 2015. Customer performed a back to back blood test 68mg/dl and 122mg/dl fasting. Customer states concern with back to back blood tests: (B)(6). Results of concern were not recorded in meter memory. No adverse event reported.